Event description:
Related manufacturer reference number: it was reported that oversensed noise reversions were detected on both the right atrial (ra) and right ventricular (rv) leads that were seen during an office visit interrogation. The patient was asymptomatic, but the physician decided to replace both leads. Insulation anomaly was noted on the ra lead. The leads were successfully explanted, and new leads were implanted. The patient was stable prior to, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-14124 it was reported that oversensed noise reversions were detected on both the right atrial (ra) and right ventricular (rv) leads that were seen during an office visit interrogation. The patient was asymptomatic, but the physician decided to replace both leads. Insulation anomaly was noted on the ra lead. The leads were successfully explanted, and new leads were implanted. The patient was stable prior to, during, and after the procedure.